Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid leakage in the reservoir and pump. The device was explanted and replaced. No patient complications were reported.